Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead exhibited loss of capture. Technical services (ts) reviewed and observed amplitudes ranging from large to very small. Ts was unable to determine if this was true loss of capture or fusion beats with intrinsic. Ts recommended further testing to confirm. This lv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This device exhibited a high capture threshold. The crt-d was reprogrammed. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead exhibited loss of capture. Technical services (ts) reviewed and observed amplitudes ranging from large to very small. Ts was unable to determine if this was true loss of capture or fusion beats with intrinsic. Ts recommended further testing to confirm. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.